Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the talent occluder device. The exact size of the device is unknown. The brand name ocl12 has been selected for categorisation purposes. Survey results were from a vascular surgeon in practice using the device for approximately 11 years, who used the device 70 times over that period and 3 times in the last 12 months. During use of the talent occluder, the following complications were encountered: one occurrence of misplacement of the device. It was indicated that this complication was not related to the device itself. No further information was available or will be available.